Event description:
It was reported that the sensing decreased on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated, there was blood on the distal conductor of the lead and it was not obstructed, and visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor was observed within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. It is likely that the blood in the distal conductor entered though the is-1 pin as no insulation breach was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.